Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had partial display. Customer had high blood glucose level with the value of 534mg/dl. Customer reported that the pump was exposed to fluid in the past with no moisture visible in pump. Customer also had no delivery alarm which was resolved during priming. Insulin pump will be returned for analysis.